Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125/ catalog #: 1125/ expiration date: 28-feb-2021/ lot#: 200267-8286 UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 28-feb-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting low flows and power and an obstruction was suspected. A contrast computerized tomography (CT) scan revealed an outflow graft compression. The patient had surgery where the exterior compression of the outflow graft ofg) was relieved, and the vad parameters have returned to baseline. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot 200267-8286) were not returned for evaluation. Review of the available autologs report revealed an increase in power consumption and estimated flows on (B)(6) 2021, leading to parameters above normal operating range. A steady decrease in parameters to below normal operating range was then logged starting on (B)(6) 2021, and 24 low flow alarms were recorded since (B)(6) 2021. A sudden increase in parameters to normal operating range was then logged on (B)(6) 2021. As a result, the reported low flow event was confirmed. The reported outflow graft external compression could not be confirmed due to insufficient evidence. Of note, the patient underwent surgery to relieve the external compression of the outflow graft and the parameters returned to baseline. Based on the available information, the most likely root cause of the low flow event may be attributed to constriction of the outflow graft. Based on historical review of similar high power events, the most likely root cause of the observed high power event can be attributed to external factors such as thrombus formation/ingestion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: 200267-8286 h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.